Event description:
It was reported that the patient received a test result of 15.9 mmol/l, but was experiencing symptoms of hypoglycemia. He was provided food and drink to correct his symptoms of hypoglycemia. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.